Manufacturer narrative:
Initial and final MDR 1904660 - MDR 3003442380-2024-12399 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that three infusion set was leaking at site and infusion set is use for less than 2-3 days. The blood glucose level was high, and the issue is occurring due to correction bolus via pump. No further information available.